Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the 500s (mg/dl). Customer administered insulin injections to treat bg levels. Reportedly, customer is new to the pump and has been working with health care provider on pump settings and diabetes management.